Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and the current blood glucose level was 106 mg/dl. Customer uses auto mode and auto mode was not automatically delivering insulin at the time of low blood glucose level. The customer was treated with food. Product will returned device for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest and the displacement accuracy test. Possible over delivery anomaly not confirmed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.